Event description:
Pt with severe distal left main and ostial circumflex disease, proximal lad is occluded, right coronary artery is occluded, he has a patent lima to lad, a severely diseased saphenous vein graft to an om territory. He presented as an st elevation mi - the culprit was the vein graft to the om, unsuccessful pci then echo post mi -lvef of 35%. The plan was to intervene upon the vein graft to the obtuse marginal branch. Angiography shows a patulous vein graft to a moderate-sized obtuse marginal territory, there is a proximal stent which is undersized and malposed, just after the stent there is a severe lesion of 95% severity, there is again a severe lesion of 80% severity in the distal graft, anastomotic site, the om surgery was disease free. During procedure, a perforation was noted during brief angiography. The balloon was re-advanced immediately and inflated to contain the tamponade. Neither a 4.0 x 19 mm jostent or 3.5 x 19 mm jo covered stent would advance over the prowater through the guideliner. A rebel bare metal stent was advanced over the prowater into the proximal diseased portion and deployed. Now, the guideliner was advanced past this lesion. The 4.0 x 19 jostent covered stent was advanced over the prowater into the distal vein graft. Simultaneously, the noncompliant balloon, through the guide catheter, tamponading the vessel was deflated and the prowater through the second guide catheter, advanced into the distal vein graft. The noncompliant balloon was pulled back into the mid vessel and the jo colored stent advanced and deployed. At this time, there was partial tamponade obtained, so the jo stent balloon was reinflated to obtain full tamponade once again. At this time, the pt lost pulses and CPR was initiated. It was noticed that the jostent balloon would not reinflate at this point. Pt went into vfib twice and needed to be shocked with return to normal pulses. Once the pericardial fluid was drained, the pt somewhat stabilized. The stent balloon had separated from the shaft which is why it did not reinflate earlier. The jostent shaft was intact with the missing balloon at the distal edge. It was decided to halt further attempts at salvaging the vessel and stabilize the pt. Pt expired after the procedure. Graftmaster rx, therapy start/end date: (B)(6) 2019. FDA safety report ID# (B)(4).